Event description:
It was reported that, during a tka procedure, while the quick pin adaptor was being used the speed pin qk connect adapter that was inside, broke. As consequence of this breakage the pin was not able to be pulled out. In addition, the piece will no longer hold any screws. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that, during a tka procedure, while the speed pin qk connect adapter was being used the quick pin that was inside, broke. As consequence of this breakage the pin was not able to be pulled out. In addition, the piece will no longer hold any screws. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did confirm the stated failure mode. A piece of the mating pin was found to be jammed within the adapter. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.